Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device dislocation ('CT scan confirming abnormally placed essure') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included low back pain, abdominal pain, left lower quadrant pain, penicillin allergy, cholecystectomy, c-section, pain in hip, abdominal tenderness, pelvic adhesions and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: urinary bladder is unremarkable. Essure related hardware seen placed near the bilateral fallopian tube region, the one on the left slightly more extending towards the midline near midportion of the uterus midline area as likely variation for placement. There is a moderate size fat containing umbilical hernia. Right ovarian cyst of 2.3 cm in greatest axial length. 4 mm non obstructing right inferior renal pole calculus. No obstructive urolithiasis.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device dislocation ('CT scan confirming abnormally placed essure') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included low back pain, abdominal pain, left lower quadrant pain, penicillin allergy, cholecystectomy, c-section, pain in hip, abdominal tenderness, pelvic adhesions and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: urinary bladder is unremarkable. Essure related hardware seen placed near the bilateral fallopian tube region, the one on the left slightly more extending towards the midline near midportion of the uterus midline area as likely variation for placement. There is a moderate size fat containing umbilical hernia. Right ovarian cyst of 2.3 cm in greatest axial length. 4 mm non obstructing right inferior renal pole calculus. No obstructive urolithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.